Manufacturer narrative:
A partial lead with the connector pin measuring 15.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that noise was observed. All lead measurements were stable and in-range. Programming changes were made. Patient condition was fine.

Event description:
New information notes that the patient received inappropriate therapy due to noise. An insulation anomaly was also noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.